Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/14/2017 with the following findings: a review of the black box showed loss of primes. The force readings did not reach zero. The rewind, load, and prime steps were performed successfully with no alarms. The force sensor calibration testing detected the correct force. The pump was run for 24 hours and no loss of primes occurred. (B)(4)